Event description:
It was reported that the patient underwent a cervical procedure to fuse o/t7 using posterior fixation. It was recently reported that a rod broke at o-c2. Fusion was not completed. The patient complained of pain. A revision surgery was performed approximately three and a half months post op to remove the broken rod. The patient pain reportedly resolved after the revision surgery.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog #6955240, 510k # k003780 was cleared in the united states. Device was not returned to the manufacturer for evaluation. Ap/lateral view of vertex/legacy hybrid from occiput to t7 films in 2009 show all rods intact. Film in 2008, verified vertex rod fracture just below occipital fixation points. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.